Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. It was noted that the lp failed to be fixed upon multiple fixation attempts. The lp was not implanted during procedure on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Please retract report MFR # 2017865-2025-1001712 as it was reported that the inability to implant the lead was solely attributed to complexities posed by the patient's anatomy. There were no allegations or complaints made against the lead.